Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2004 the greenfield filter was deployed below the lowest renal vein at approximately the level of the top of l2. There was good apposition without evidence of significant migration or tilt. The patient was stable post procedure. On (B)(6) 2017 the patient presented with venous peripheral insufficiency. The patient had a history of deep vein thrombosis and postphlebitic syndromein the right leg with venous stasis dermatitis. The patient was doing well with support stockings. On (B)(6) 2017, the patient received a CT scan without contrast of the abdomen. Findings revealed that the superior aspect of the ivc is at the inferior aspect of the left renal vein orifice. The superior aspect of the ivc filter is against the wall of the ivc along the left lateral aspect. The struts are intact. There is evidence that the most right lateral strut perforated through the ivc wall. There was no evidence of thrombosis or leakage of the ivc. On (B)(6) 2018, the patient consulted a physician for the ivc filter removal. The patient stated that he was experiencing leg pain but tolerated resolved after starting treatment for neuropathy. A CT scan revealed that the greenfield fixation hook had gone through the wall of the ivc about 3mm to 4mm. There is no extravasation. There is no bleeding or significant injury. There is no hematoma around the filter. The ivc is patent without thrombosis. The patient had progressive pigmentation changes in the right ankle.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.